Manufacturer narrative:
Section a: patient information was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a damaged battery cable on their system controller. Log files were sent for review. The log file captured routine pulsatility index (pi) events. Some lower flow values on 15may2026 at 10:09 - 10:11 were noted with flows as low as 2.4 liters per minute (lpm). These were not sustained long enough to trigger the audible alarm. No low voltage events were noted despite the reported damage to the battery cable.